Manufacturer narrative:
Concomitant medical products: 6932-65 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, low impedance, and undersensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.